Manufacturer narrative:
Complaint conclusion: as reported, the puncture needle of a 5f avanti plus introducer sheath was found loose and detached inside the package. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device and 134 sterile devices were returned for evaluation. Twenty-nine product evaluations have been completed and have been investigated under complaints (B)(4). All (B)(4) devices presented with the same findings. They were all received within the sealed sterile packaging and during visual inspection, the needles were noted to be not secured to the plastic tray and were found outside of their plastic cover, leaving the tip exposed. No other signs of visible damage of anomalies were seen. The reported ¿packaging/pouch/box ¿ device not secure ¿ needle (exposed)¿ was found on (B)(4) of the returned devices. As stated in the instructions for use, the product is intended for use by trained healthcare professionals familiar with coronary diagnostic and interventional procedures. In this case, the condition was identified prior to use, and the device was not used. The event was determined to be manufacturing related and within the scope of a previously initiated risk assessment, which remains the applicable risk assessment pathway for this event. Therefore, no further actions will be taken at this time.

Event description:
As reported, the puncture needle of a 5f avanti plus introducer sheath was found loose and detached inside the package. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device and 134 sterile devices were returned for evaluation.